Event description:
Pt reported via MFR survey that their second catheter came loose from the pump. The pt reports they are on dilaudid and it does not work to cover their pain even though they are on the highest setting. Pain was the only reported symptom. Additional info has been requested from the hcp but was not available on the date of this report.